Event description:
Received report of leaking filter. A pt was receiving home taxol therapy of 230mg in 500cc of normal saline, running at 28cc/hr continuously via venous access device. During a nurse visit a leak was noticed and contained via chemo spill kit. In a second incidence, leaking at both ends of the filter was noted by the pt's husband a few hours into the infusion, and the husband called the agency. This instance was also contained by a chemo spill kit. Infusion was stopped and the tubing changed to solve problem. No pt harm reported, and no complications noted.

Manufacturer narrative:
The actual sample was not returned. Three sealed units were functionally evaluated and they all performed as intended. No leakage was observed from any of the units.